Manufacturer narrative:
(B)(4). Sample availability is unknown. If the sample is received or additional information becomes available, a supplemental report will be submitted. A batch review will be performed.¿should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flows were observed with an unknown quantity of clearlink system continu-flow 4 way stopcock extension sets. This occurred before patient infusion, during priming. The reporter stated that the sets were spiked into normal saline bags. The drip chambers would fill with solution; however, once the clamps were opened, the solution would not flow from the drip chamber. There was no patient involvement. Additional information was requested and is not available.